Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-day post implant, the right ventricular (rv) lead exhibited rising thresholds to high values. During the revision procedure, the physician accidentally cut the lead when trying to remove the sutures. The lead was explanted and replaced. No patient complications have been reported as a result of this event.